Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection with skin adhesions. Additionally, the patient was unable to pump the device because the pump was fixed higher in the scrotum. A replacement surgery was performed in which all components were removed and replaced. The infection was treated with antibiotics and antibiotic irrigation. No further patient complications were reported. It was decided by the physician and patient to not reimplant another system.